Manufacturer narrative:
Additional narrative: (B)(6). The device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the tool coupling was worn out and the gear teeth were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the radiolucent drive device did not function. The event was not reported to have occurred during surgery. There were no any delays in the surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.